Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings. On (B)(6) 2013, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2013, the patient obtained the pre-meal blood glucose reading of 217 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected value of 140 mg/dl. Based on this reading, the patient took 5 units novorapid insulin and 20 units protofan insulin. The patient reportedly did not eat any food after taking this insulin dose. On (B)(6) 2013 at 3:30 am, the patient experienced the symptoms of shaking and sweating. The patient did not test her blood glucose level while symptomatic. The patient administered self-treatment by consuming juice and a banana; she did not seek any medical attention. The patient manages her diabetes with 10 units protofan insulin in the morning and 20 units at night, and novorapid insulin on a sliding scale based on meter readings. The patient was unable to provide her blood glucose readings and insulin doses taken during the day, prior to this event. Troubleshooting revealed the patient's test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.